Event description:
This complaint was created due to the receipt of a medwatch report (mw5171432) received on 25jun25. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against the 60-6085-201a, medium, uterine manipulator. The reporter did not provide contact information. The incident occurred on approximately (B)(6) 2025. The report states that ¿the vcare green cap and blue tip fell off and were still in the patient.¿ this report is being raised due to the reported injury of possible foreign body left in patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 6 forward components to the vcare cervical elevator retractor. 1) intrauterine balloon 2) cervical cup 3) vaginal cup 4) locking assembly 5) thumbscrew 6) heat shrink. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5171432) received on 25jun2025. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against the 60-6085-201a, medium, uterine manipulator. The reporter did not provide contact information. The incident occurred on approximately on (B)(6) 2025. The report states that ¿the vcare green cap and blue tip fell off and were still in the patient.¿ this report is being raised due to the reported injury of possible foreign body left in patient.